Event description:
Failure to alarm dressing not compressed, device screen reading leak but device not alarming when tvn went to assess wound.

Manufacturer narrative:
After an evaluation of the returned device this complaint was not confirmed. An evaluation of the pump was conducted by oxygen care on 17 april 2014, no anomalies or problems were found, the pump passed all functional tests and confirmed working within specifications. Particularly, steps 35 to 42 of the performance and safety check confirmed all audio and visual alarms were operating correctly ((B)(4)). Review of complaints history for renasys go pump serial # (B)(4) indicates no other issues have been reported against this device. Based on evaluation findings, device malfunction is ruled out. Per complaint description there are conflicting reports regarding the device displaying audible and visual alarms to report a possible leak associated with a decompressed dressing. When a significant leak (> 0.7 l/min for over one minute) is detected the renasys go pump is designed to initiate an audible alarm (triple pulse every 10 seconds), to display a message in the lcd screen (warning leak) and to flash the status led amber. It is uncertain if user noticed the led light flashing amber. In regards to the observed pooling of exudate it is difficult to determine what could have caused it, based on the information provided the following are considered contributing factors: 1) high volume of exudate, 2) dressing change frequency, 3) pressure setting, and 4) dressing application. No further actions are necessary. The information provided confirms there were no patient injuries or harm associated with this issue and wound healing was noticeable. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Failure to alarm dressing not compressed, device screen reading leak but device not alarming when tvn went to assess wound.

Manufacturer narrative:
Active investigation in progress; result of investigation will be provided in a supplement report.